Manufacturer narrative:
The device was returned in one piece for analysis due to advisory with no allegation of a malfunction. Visual inspection and interrogation of the device were normal with no anomalies found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. Patient condition was stable.